Event description:
In 2001, the rptr purchased diabetic test strips from the drug store. After attempting to use the strips, the rptr discovered that the expiration date on the strips was 06/2001. The glucometer elite test strips are entirely different from the glucofilm test strips plus the glucofilm test strips are out of date by 6 months.